Manufacturer narrative:
Unit received with cracked/bleeding lcd glass. Unable to perform displacement test due to cracked and bleeding lcd glass. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen was damaged. Customer's blood glucose was 5.4 mmol/l. Insulin pump would need to be replaced.